Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 12:17:21 on (B)(6) 2025. At 23:39:17, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity/flutter waves. At 23:43:30, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with intermittent cardiac activity/flutter waves. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity/flutter waves. At 23:45:29, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with intermittent cardiac activity/flutter waves. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity/flutter waves. The device was shut down at 23:48:06 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a defective response button switch. The root cause for the defective switch could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event as the patient was in a non-life-sustaining rhythm at time of the events.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 12:17:21 on (B)(6) 2025. At 23:39:17, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity/flutter waves. At 23:43:30, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with intermittent cardiac activity/flutter waves. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity/flutter waves. At 23:45:29, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with intermittent cardiac activity/flutter waves. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity/flutter waves. The device was shut down at 23:48:06 on (B)(6) 2025.